Manufacturer narrative:
E1. Initial reporter facility name:(B)(6) hospital. Investigation summary: "material #: 364327 lot/batch #: 3355972. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe, blood leaked past the plunger rod. The patient getting their blood drawn has aids. The nurse drawing the blood had a wound on her hand and was not wearing gloves. The nurse underwent post exposure testing. The nurse took blocking drugs within 24 hours and the test showed negative, but aids has a latent period and the nurse will continue to be observed and tested.